Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached from the adhesive after 2 days of wear, and she was therefore unable to monitor her glucose. Customer experienced unspecified symptoms, and was seen at a hospital where she was diagnosed with diabetic ketoacidosis (dka) and treated with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.